Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. When customer was discharged the blood glucose level was 173 mg/dl. Customer experienced symptoms of high blood glucose level such as nausea, vomiting, abdominal pain, difficulty breathing. Customer declined troubleshooting. The insulin pump will not be returned for analysis.